Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that patient had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 240 mg/dl. The customer was treated for high blood glucose with pump. Customer stated that his blood glucose goes up to 400 mg/dl so he decided to do a complete set change. Customer noticed his cannula was bent. Customer mother declined to finish high blood glucose troubleshooting since she agrees bent cannula caused high blood glucose.